Event description:
It was reported that the user experienced recurrent high glucose readings with three consecutive infusion sets while using an inset infusion set placed on the back of the arm, without occlusion alerts, and required manual injection to correct hyperglycemia. Symptoms included hyperglycemia with readings over 400 mg/dl for a few hours, without ketone testing or medical intervention. Outcomes included transient impact to blood glucose control without hospitalization. Investigation included troubleshooting and education on approved infusion site locations and coordination for potential transition to a contact detach infusion set pending documentation. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alarms and no confirmed infusion set failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.